Manufacturer narrative:
H.6. Investigation summary: bd received two 20 gauge nexiva units from lot 9043680 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to the first unit but the tip shield appeared to have been removed from the second unit and the retention washer was missing as well. Based off the visual inspection the engineer was able to verify the reported defect. The missing retention washer was preventing the needle from sliding through the tip shield. This was determined to have been a manufacturing defect. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the bd nexiva dual port 20ga 1.25in (1.1 mm x 32 mm) experienced the needle detaching from the safety mechanism. The following information was provided by the initial reporter: material no.: 383537. Batch/lot: 9043680. Customer text: IV hub was left in the port when the stylet was pulled out during IV catherization. Needle/stylet is intact, IV set up had good backflow and patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva dual port 20ga 1.25in (1.1 mm x 32 mm) experienced the needle detaching from the safety mechanism. The following information was provided by the initial reporter: material no.: 383537, batch/lot: 9043680. Customer text: IV hub was left in the port when the stylet was pulled out during IV catheterization. Needle/stylet is intact, IV set up had good backflow and patient.